Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove the infusion set cannula from the infusion site. Customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.